Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, at the time when the stock point area was delivering the products to use in a surgery, the material was rejected by the hospital due to points of rusting in the materials, as shown in the pictures. The products are segregated to no use and will be shipped to analysis. The products were not used. Products involved and quantity: 244000536, so2017329, fresa acetabular pinnacle tam 36mm, 1; 244000537, so2014053, fresa acetabular pinnacle tam 37mm, 1; 244000538, so2017481, fresa acetabular pinnacle tam 38mm, 1; 244000539, so2017991, fresa acetabular pinnacle tam 39mm, 1; 244000540, so2018302, fresa acetabular pinnacle tam 40mm, 1; 244000541, so2013671, fresa acetabular pinnacle tam 41mm, 1; 244000542, so2011373, fresa acetabular pinnacle tam 42mm, 1; 244000543, so2014494, fresa acetabular pinnacle tam 43mm, 1; 244000544, so2017951, fresa acetabular pinnacle tam 44mm, 1; 244000545, so2017602, fresa acetabular pinnacle tam 45mm, 1; 244000546, so2011857, fresa acetabular pinnacle tam 46mm, 1; 244000547, so2014093, fresa acetabular pinnacle tam 47mm, 1, 244000548, so2013337, fresa acetabular pinnacle tam 48mm, 1, 244000549, so2015991, fresa acetabular pinnacle tam 49mm, 1, 244000550, so2011877, fresa acetabular pinnacle tam 50mm, 1, 244000551, so20154000, fresa acetabular pinnacle tam 51mm, 1, 244000552, so2013555, fresa acetabular pinnacle tam 52mm, 1, 244000553, so2018039, fresa acetabular pinnacle tam 53mm, 1, 244000554, so2017456, fresa acetabular pinnacle tam 54mm, 1, 244000555, so2015412, fresa acetabular pinnacle tam 55mm, 1, 244000556, so2017088, fresa acetabular pinnacle tam 56mm, 1, 244000557, so2013495, fresa acetabular pinnacle tam 57mm, 1, 244000558, so2016047, fresa acetabular pinnacle tam 58mm, 1, 244000559, so2015155, fresa acetabular pinnacle tam 59mm, 1, 244000560, so2001627, fresa acetabular pinnacle tam 60mm, 1, 244000561, so2001627, fresa acetabular pinnacle tam 61mm, 1, 244000562, so2007831, fresa acetabular pinnacle tam 62mm, 1, 244000563, so2017975, fresa acetabular pinnacle tam 63mm, 1, 244000564, so2012617, fresa acetabular pinnacle tam 64mm, 1, 244000565, so2025866, fresa acetabular pinnacle tam 65mm, 1, 244000566, so2025010, fresa acetabular pinnacle tam 66mm, 1, 244000567, so2023295, fresa acetabular pinnacle tam 67mm, 1, 244000568, e4lbw4000, fresa acetabular pinnacle tam 68mm, 1. Complaint is being registered late, since the j&j alert date is (B)(6) 2017 and the j&j stock point sent it to us on (B)(6) 2017.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: d10 & h3 product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10 and h3.